Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. Information was reported that the rep stated that the patient called him today and told him that she got up to go to the bathroom last night and when she laid back down the stimulation went "crazy". The patient grabbed her remote and decreased the stimulation, the numbers on her remote were going down, but the shocking was not going away. It finally subsided on its own. The patient has group a and group b with one program each and the rep walked the patient through using each one in all positions and the issue could not be replicated. The patient does use adaptive stimulation (as). The patient is going to keep an eye on it. The rep stated that he explained to the patient that he did not think it was device related and explained the correlation between body position and the stimulation intensity. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the cause of the patient's shocking was not determined. The rep checked all adaptive stimulation (as) positions and not further replication of the event could be assessed. The shocking is reported to be resolve at this time. No further information was reported.